Manufacturer narrative:
No product was returned but photos were provided confirming alleged incident. The root cause of the event is unknown but is likely the result of excessive off angle forces or space prep difficulties. No additional investigation can be completed. Label review : " warnings, cautions and precautions - correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. " " based on fatigue testing results, when using the coroent xl interfixated system, the physician/surgeon should consider the levels of implantation. " " information - to obtain a surgical technique manual or should any information regarding the products or their uses be required, please contact your local representative or nuvasive directly at (B)(4). You may also email: (B)(4).'" " warnings, cautions and precautions: the subject device is intended for use only as indicated. The implantation of spinal systems should be performed only by experienced spinal surgeons with specific training in the use of this spinal system because this is a technically demanding procedure presenting a risk of serious injury to the patient. Correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Notching, striking, and/or scratching of implants with any instrument should be avoided to reduce the risk of breakage. " "compatibility: all implants should be used only with the appropriately designated instrument (reference surgical technique)." "Pre-operative warnings: 5. Care should be used during surgical procedures to prevent damage to the device(s) and injury to the patient." "Method of use: please refer to the surgical technique for this device." "Handling of the sterile implant: open the packages carefully. Take suitable measures to ensure that the implant does not come into contact with objects that could damage its surfaces. Use only the recommended instruments for implantation of the implants. Damaged implants must not be used" "this instructions for use document is intended for the us market only. For ous instructions for use, please refer to document #(B)(4) for non-sterile implants and #(B)(4) for sterile implants..." (B)(4).

Event description:
On (B)(6) 2022 a patient underwent a extreme lateral interbody fusion procedure from l2 to l4. During the procedure while inserting the cage into the l2-l3 disc space the cage fractured. The fractured piece were all retrieved and a new cage was inserted and the surgery was completed without issue. No adverse patient consequences were reported.